Event description:
It was alleged that a patient was burned while using the altrix. Severity and treatment information have not been provided at the time of reporting.

Manufacturer narrative:
Additional details were provided regarding the alleged injury. The burn occurred in the operating room and was treated with silvadene cream. A clinical nurse consultant employed by stryker reviewed therapy data from the unit and did not find any abnormal temperature output from the unit. The unit was evaluated by stryker field service and no defect was found with the unit. A stryker medical science liaison identified that the combination of positioning during that surgery and comorbidities from that diagnosis likely reduced blood flow to the patient's skin, which would have made the patient more susceptible to burns. Based on this information, it was concluded that the burns were not attributed to the altrix device as the device did not pose a hazard or exhibit a malfunction.

Event description:
It was alleged that a patient was burned while using the altrix. Severity and treatment information have not been provided at the time of reporting.